Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had failed 1127 (over voltage protection circuit failed). It is unknown if the device was in use when the failure occurred. There was no report of patient or user harm.

Manufacturer narrative:
The manufacturer's field service engineer was dispatched to the site and could not duplicate the customer's complaint; however, the customer's complaint was confirmed via the diagnostic log. The customer replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards.